Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms. It was reported that there were two additional shock impedance spikes within normal limits within the last month. This device had no history of shock delivered and defibrillation threshold (dft) testing was not performed at implant. Further evaluation was recommended. This rv lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).